Manufacturer narrative:
A review of the mfg history records for this lot revealed no discrepancies. Hardened case debris was noted on the unit and the inner and outer drill flutes were dented. The debris was removed and the unit was tested for proper function. The unit performed properly for ten test holes. The reported failure could not be repeated.

Event description:
The device was returned to co with a note attached to it indicating "dura tear." Note: add'l info has been requested from the customer, but not yet received.